Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The testing was performed after a therapeutic endoscopic retrograde cholangiopancreatography procedure. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Additional information from the olympus employee reported that upon follow-up at the site and discussing the positive culture report with the customer, it was discovered the facility had two potential patients post procedure infections. Both instances the patient had an ercp- endoscopic retrograde cholangiopancreatography procedure before the infection and a culture positive scope was used in the procedure. The customer has not disclosed the date the scopes were cultured, and the type/growth of microbiological organism tested. The facility is reported to be inquiring further details from the infection prevention control. 2 similar occurrrences have been reported by the customer for patients having post-procedure infections at their facility with the patient identifiers: 1) patient identifier # (B)(6) evis exera iii duodenovideoscope tjf-q190v, sn (B)(6) (this report). 2) patient identifier # (B)(6) evis exera iii duodenovideoscope tjf-q190v sn -unk.